Manufacturer narrative:
Device evaluation summary: the controller printed circuit board was returned for failure investigation. The part was visually inspected and functionally tested with no anomalies observed. Conclusion: no fault found. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary : the service engineer confirmed the fault and replaced the controlled pcb (printed circuit board).the ventilator passed all testing per manufacturing specification and was placed back into clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient the 700 series ventilator safety valve opened. Patient was removed from the ventilator and placed on an alternate ventilator with no harm reported.